Event description:
A cartridge change error was reported with a pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support guided the customer through inspecting and cleaning the pump's components and instructed them on how to properly load a new cartridge. Initially unsuccessful, the customer ultimately managed to load the cartridge successfully with further assistance, allowing them to resume standard insulin use.